Event description:
It was reported that the device had error code 1260. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in used condition. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found clock battery internal was improperly soldered by customer and damaged mpu board. The most probable root cause was determined to be improperly soldering clock battery internal and damaged mpu board. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.